Event description:
During surgery, there was a problem when dislocating the joint after a femoral trial. The trial head was disengaged from the trial neck and moved towards the pt's pelvis. Surgeon tried a number of times to retrieve the trial head but failed. Device still in pt. Surgery time extended by 30 minutes.